Event description:
A talent stent graft system was inserted into a pt for the emergent endovascular treatment of a 5.3 cm abdominal aortic aneurysm. Vessel morphology was reported as severely calcified and the iliac vessels were 9 mm in diameter. It was reported that the device was unable to be advanced to the intended lesion site. The physician elected to remove the stent graft delivery catheter and upon removal the pt's left external iliac artery was dissected. The physician inserted another MFR's covered stent, successfully covering the dissection. The aneurysm was left untreated. The talent delivery system in this event was discarded. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results: arterial trauma/dissection/perforation. Severely calcified vessels.